Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed an alert 61 external flash write error, after which the screen became unusable and the user could not dismiss the alert or operate the device; the device was shut down and a replacement was arranged, and the user transitioned to multiple daily injections with continued cgm use. Symptoms included hyperglycemia with a reported blood glucose of 307 mg/dl, without injury. Outcomes included temporary interruption of automated insulin delivery, need for backup therapy, and device replacement. Investigation included a review of the device performance based on the reported error, verification of return logistics, and assessment of data synchronization steps. Investigation of this case revealed a device malfunction consistent with an external memory write failure that prevented normal operation. It was concluded, based on previously established findings for similar reports, that the device experienced a hardware failure and was replaced.